Event description:
A new bedwetting alarm which we purchased from (B)(6) has malfunctioned. I received it and was testing it for a few hours when the alarm started getting hot. As it sat in my hands, the alarm got so hot that I could no longer hold it. The batteries changed but still same issue. It is a serious defect with the product. I wonder what would have happened if my daughter were using it. Risky product. I reinserted batteries into the product, but same thing happened over and over again. I even replaced the batteries, but that did not help either. This device has a defect.